Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to unknown reasons. Cuff was explanted and replaced. No information about the patient outcome is available at the moment. Additional information was received. Patient experienced stress urinary incontinence (sui) due to muscle atrophy. No malfunction allegation against device.